Manufacturer narrative:
Upon receipt, the is-1 connector of the lead under complaint was found cut. The lead fragment without the is-1 connector was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 32 cm distal to the df-1 connector pins the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observations of noise which led to shock delivery as mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages such as the fractured conductor cable to the ring electrode most likely resulted from tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This system was explanted because the physician was going in to explant the leads. The ra lead was dislodged and the rv lead had a clavicular fracture, noise and there were inappropriate shocks. The device was at mol2 and there are no known complaints against the device. A new system was not implanted because of ef improvement of the patient. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.